Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to complete the priming process. The customer's blood glucose was 158 mg/dl. The customer stated that insulin was squirting out during the manual priming process. The customer stated that the insulin pump alarmed an error. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump primed properly. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.